Event description:
It was reported that the screen of this programmer froze during the patient confirmation. The health care professional (hcp) was unable to touch anywhere on the screen. The programmer had to be turned off and reinterrogate and it was then working appropriately. No adverse patient effects were reported.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.